Manufacturer narrative:
According to the customer on 05/22/2025 the "nebulizer power cord sparked and caught fire". Per the customer there were no reported injuries. Per the customer the spark/fire occurred on the "back of the nebulizer, where the power cord is attached". The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 05/22/2025 the "nebulizer power cord sparked and caught fire".